Event description:
A peritoneal dialysis (pd) pt reported experiencing drain issues during treatment. The pt remained asymptomatic: the reported drain volume of 4674ml was 187% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed of the treatment data provided. A large intraperitoneal drain volume occurred in drain 5 with an undetermined cause. There was no adverse event associated with the reported increased intraperitoneal volume (iipv). A supplemental report will be submitted upon completion of the plant's investigation.